Event description:
This report is to advise of an event observed during analsyis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 29.8-32.0 cm from the distal tip. Internal insulation abrasions were found at 25.8-26.2 cm, 26.3-27.7 cm from the distal tip and 11.5-12.5 cm from the electrode tip. The etfe coating was intact at all abrasion locations.